Event description:
It was reported that the ilet cartridge remained stuck in the pump after the connector snapped off at the attachment point, leaving a piece of the plastic connector lodged in the chamber; blood glucose viewed remotely was approximately 180 mg/dl and unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included troubleshooting and user education advising the use of a tool to apply pressure and rotate the remaining plastic piece to release the cartridge. Investigation of this case revealed a damaged cartridge connector with the broken plastic segment obstructing removal. It was concluded that the event stemmed from a mechanical break of the connector leading to cartridge retention without clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.